Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and the device was not functioning properly. A revision surgery was performed and it was noted there was no fluid in the balloon, indicating a system leak in an unknown location. The cuff and pump were explanted and the balloon remains in situ. A new device was implanted. No additional patient complications were reported.